Event description:
The customer reported the device failed to alarm for occlusion when the roller clamp on the propofol line had been mistakenly clamped for 9-10 hours and the patient did not receive adequate sedation. Details of the event were reported as follows: the tubing was changed at 11 pm on (B)(6) 2013 on a continuous propofol infusion which was piggy backed into another line. The next morning at 8 or 9 am the nurse noted the patient, who was on a ventilator, was restless and grimacing. The assessing the IV lines the nurse noted part of the propofol line did not contain white fluid as expected, the propofol was not flowing, and the roller clamp on that line was clamped. The pump appeared to be running properly, but there was no occlusion alarm. Propofol dose was 13.8 mcg (from a 100 ml bottle) and concentration was 10mg/ml but flow rate was not provided. Although requested, no further patient or event information was available.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. Only a partial log has been received. The devices, full pc unit log, pump module logs and data set have been requested but not received at this time. The customer indicates that the infusion set may have been discarded. A follow up report will be submitted with results once the investigation once it has been completed.